Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2300ml and the total drain volume was 4451ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical. Volumetric accuracy tests were attempted; however, were unable to be performed due to an unrelated issue. This resulted in the device failing functional specifications. No errors however were identified in the device log related to the increased intra-peritoneal volume. The cause of the iipv was determined to be insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A review of the previous service history record shows the device passed all required tests and calibrations and no issues were identified that may have contributed to the increased intra-peritoneal volume (iipv) issue. The device has not been previously returned for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Product surveillance contacted the nurse at the peritoneal dialysis and was advised the patient was no longer doing peritoneal dialysis therapy using the homechoice cycler.